Event description:
During placement of mesh in a hernia repair procedure the "device would not eject a tack or function properly". No further information available. See (B)(4) regarding the same problem with another device during the same surgery.